Manufacturer narrative:
One device was received for evaluation for the complaint that the pump dose was not recognizing, alarming when a lot of bubbles were in line. The review of event log found that no information related to the complaint. During 12-month service history review found that the unit was repaired with the last 12 moths for remote dose failure and unrelated to current complaint. The visual and functional testing was performed. The complaint was unable to confirm or duplicate issues. By performing delivery accuracy test 3 times all results were within passing range and no air inline alarm either. The pump was calibrated and passed all performance verification testing during testing criteria.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump dose was not recognizing, alarming when a lot of bubbles were in line. Pump ran 10 ml but administered 14.8ml. There was delay in therapy. There was no reported patient involvement and harm.